Event description:
It was reported by the patient's mother that the patient has been experiencing an increase in seizures that occur up to four times a week. No other relevant information has been received to date.